Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed. The IFU includes ¿device breakage or failure or inability to retrieve implanted device as described in IFU, possibly requiring another intervention or treatment modality to complete procedure¿, "death", "thromboembolic events, including dvt, acute or recurrent pulmonary embolism or air embolism, possibly causing end organ infarction/damage/failure", "vena cava stenosis or occlusion", and "vasospasm or decreased/impaired blood flow" as potential complications. The IFU includes "at the time of retrieval procedure, based on venography and the physician¿s visual estimate, more than one (1) cubic centimeter of thrombus/embolus is present within the filter or caudal vena cava" as a contraindication.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2017 the patient was prescribed and implanted with an option elite retrievable ivc filter on or about (B)(6) 2014 by dr. (B)(6) at (B)(6). According to the patient, she was never considered for revision or retrieval of the filter, therefore it remains implanted. The patient allegedly suffered a pulmonary embolism, 18 month post implant, on or about (B)(6) 2016. The patient alleges the implanted filter puts her at risk of migration, dvt, blood clots, fracture and other complications, as well as mental anguish and psychological trauma. Argon¿s attorneys are attempting to gather information.